Event description:
On (B)(6) 2019, subject developed right sided numbness on side of the head and face and expressive aphasia. Subject was brought to an outside hospital and where computed tomography and computed tomography angiography of the head showed right anterior cerebral artery defect with collateralization. Subject was transferred to stanford for further monitoring. Per neurology recommendations, aspirin was restarted. A repeat computed tomography and computed tomography angiography on (B)(6) 2019 showed no evidence of cerebrovascular accident.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had changes to their medication due to neurologic dysfunction. Patient was admitted on (B)(6) 2018. Patient had a transient ischemic attack. At the time of the event, aspirin was held . CT scan was unremarkable. Patient had right sided weakness, right-arm and facial numbness, and expressive aphasia. Patient was restarted on aspirin. Patient was discharged to home on (B)(6) 2018 after condition improved. No further or additional information was provided.